Manufacturer narrative:
No samples or videos were returned for evaluation. However, an image was provided by the customer showing the arterial line separated from the safeset port. Without the return of the reported sample a probable cause could not be identified. The lot history was reviewed and there were no nonconformities which would have contributed to the reported complaint.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a 84" arterial pressure tubing, safeset¿ reservoir and 2 blood sampling ports in which the customer reported that the a-line tubing easily disconnected/separated from the 1st sample port coming from the patient. There was blood loss/bleed back amounting to 10ml and the tubing was replaced. The nurse was flushing the a-line and had noticed it before any harm was caused to the patient. This is report 2 of 2.